Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke off the hemopro 2 and fell inside the patient's leg. The piece was manually retrieved through the original incision. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).